Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. In addition, the pump battery dropped from 35% to 3% within 3 minutes. Customer reported blood glucose level was 87 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.